Event description:
Report #1 of 2 received of backflow of fluid through the backcheck valve. The customer reported that the primary set was delivering an unspecified hydration solution to the patient. A secondary set was primed with an unspecified oncolytic, then connected to the injection port closest to the backcheck valve. As soon as the secondary line was unclamped, the oncolytic began running from the secondary line into the primary line in the upwards flow past the backcheck valve into the IV bag. The rn immediately noted the backflow, the IV set-up was disconnected, and a new set-up was connected. There were no reported adverse patient effects and no medical interventions were required. Though requested, no additional info was provided.